Event description:
It was reported that a revision was required to re-bush and change axle and yoke for pin (B)(4).

Manufacturer narrative:
Correction: device name corrected from bushing to distal femur bushing axle. Initial reporter phone corrected to and initial reporter e-mail corrected to (B)(6). Additional information: an event regarding alleged rebushing involving a patient specific distal femur axle was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the stem was for a distal femoral replacement which the surgeon requested a re-bushing. The x-ray showed the femoral component was slightly tilted with the tibial tray indicating that wear had taken place in the bushing components. Otherwise the implant was well fixed for both the femoral and tibial stems. The above confirms the reason for the revision. Product history review: review of the product history records indicate 1 device (rebushing axle) was manufactured and accepted into final stock on 07 july 2010 with no reported discrepancies. Complaint history review: there have been 5 other events relevant to rebushing. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains with patient.

Event description:
It was reported that a revision was required to re-bush and change axle and yoke for pin 15440.